Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es detected spoofing for all users who used their fingerprint. The customer stated that there were delays in accessing the machine for drugs. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint was detected as spoofed. A technical support specialist stated that the issue had been reported by a customer with the bioid. The technical support specialist attempted to reinstall bioid, but there was no response from the customer. The case was closed without resolution as the customer remained unresponsive. The system functioned as intended after the technical support specialist assessed the device. E1(initial reporter state -(B)(6)).